Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an advia centaur cp instrument with a dilution factor of 200. The discordant result was reported to the physician(s). The sample had been diluted by a factor of 5, 10, 100 and 200, and resulted as expected upon initial run. The sample was repeated on the same instrument and resulted as expected with a dilution factor of 10 and 100, and an elevated result was obtained with a dilution factor of 200. The elevated repeat result was corrected and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the waste was backing up at the rinse block from the washaround. The fse replaced the waste pump for washaround, waste tubing, rinse blocks and broken connectors. The cause of the discordant, falsely elevated hcg result is unknown. Siemens is still investigating this issue.